Event description:
It was reported the laparoscope, gynecologic had black out and lost connection once it was plugged in. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.